Event description:
Cochlear implant had wires coming out of my ear and behind ear. Fistula surgery to repair hole (B)(6) 2022. Now more painful and you can see the encased wires protruding from my skin. Surgery scheduled for (B)(6) 2023 to remove implant.